Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 49 mg/dl while wearing the pod longer than 48 hours. The patient was treated with a tube of instant glucose and IV (intravenous) of glucose. The patient was released the same day. The pod was worn when seeking medical attention. The patient then saw the doctor the following week and made changes to the controller but did not remember what was changed.